Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened from 20 degrees to 40 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided the reported improper or incorrect procedure or method (user error) was associated with the user locking the clip at 20 degrees and not at 60 degrees per the IFU. Additionally, based on the information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened during efaa/establish final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened from 20 degrees to 40 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.